Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2010, the pt reported she had not finger tightened the luer lock on her insulin infusion set and it became dislodged from her infusion device. The pt was assisted with properly connecting the tubing to her device and priming. The pt stated, she filled her insulin cartridge last night and she now sees air bubbles in the cartridge and tubing. She was assisted with successfully priming out the air bubbles before reconnecting to her headset. She said, she is new to insulin pump therapy and has only been using her device since the end of (B)(6). She requested additional training and a request was submitted. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.